Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the console was unable to display an rpm readout. A 230v rotablator rotational atherectomy system console was used for a rotablation procedure. During procedure, upon retrieval of the burr out of an unspecified guide catheter, it was observed that the knob of the rotablator device was not functional and the rotational speed display on the console was not showing anything. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.